Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation and the corrections. Updated fields: b5, d9, h2, h3, h4, h6 and h11 corrected fields: d10 and h8 the device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: chipped optical lens based on the results of the investigation, the cause of the reported malfunction missing snapping pin was traced to be component failure should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the rigid endoscope telescope had a missing snapping pin. The issue occurred during reprocessing of the device. There was no patient involvement.